Event description:
It was reported to MFR by facility. They had a male resident that cut his hand on the bed rail, was taken to the ER and rec'd stitches. Facility stated their rails are failing, they are split and have had to replace others. They now have been seven sets that have split. MFR issed ra to get seven pairs of the f14 rails back for eval.